Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same patient as MFR report #s: 2134265-2009-02232, 02233, 02234, 02236, 02237, 02238, and 02239. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure the patient presented with angina and stent thrombosis. The index procedure implanted 8 taxus express2 stents in the moderately tortuous right coronary artery (rca), spanning from the proximal to distal portions of the vessel. Proximal rca: treated a de novo, 60% stenosed and moderately calcified 2.75x23mm lesion placing two taxus express2 stents: (2.75x16mm deployed at 14 atm's and a 2.75x8mm). Mid rca: treated a de novo, 90% stenosed and severely calcified 2.75x32mm lesion. Treatment placed three taxus express2 stents: (2.75x12mm deployed at 16 atm's and 2 (2.75x16mm). Distal rca: treated a de novo, 99% stenosed severely calcified 2.5x30mm lesion. Treatment consisted of pre dilation with an unspecified balloon and the placement of three taxus express2 stents: (2.5x24mm deployed at 14 atm's and 2 (2.5x12mm). Pre treatment was timi 0 flow, post treatment was timi 3 flow. The patient was discharged 7 days later in stable condition. At 703 days following the index procedure the patient presented with unstable angina and was hospitalized. Positive cardiac enzymes were diagnosed. A repeat angiography the next day revealed a stent thrombosis in the distal rca. Treatment placed a 2.75x20mm non bsc stent in the mid of the distal rca resulting in a 25% residual stenosis. The patient was discharged 8 days later in stable condition. Per the physician, the event relation to the device was listed as "possibly related".